Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that there was foreign material on the c-body and the glue on the light guide and objectives lenses was damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the foreign material a root cause could not be identified. In regard to the damaged glue on the objective and light guide lenses, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.